Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received was not stuck in the manufacturing mode. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected pump error alarm during testing. The motor was tested outside of the device and passed. Insulin pump was received with minor scratched lcd window, scratched case, and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and the insulin pump was not delivering insulin. The customer was assisted with clearing the alarm. The customer reported the pump error alarm occurred two times in the past. Troubleshooting found the insulin pump passed a self-test. The customer's blood glucose was unknown. The customer was advised the insulin pump needed to be replaced. The customer agreed to return the insulin pump for analysis.